Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that episodes of oversensing were observed on the right ventricular (rv) lead. Insulation damage was suspected on the rv lead and was visually confirmed during the revision procedure. As a result, the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.